Event description:
The plaintiff's atty alleged that the decedent experienced sudden cardiac arrest and expired the same day. It was reported that the event occurred due to the use of the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.